Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014 implanting an orthopedic salvage system. Subsequently, it was noted the correct component was packaged but was incorrectly labeled. The component was utilized to complete the procedure.